Event description:
It was reported from the sales rep on behalf of the hcp that they have a patient who developed capsular contracture with strattice lot: sp200354-085 implanted on (B)(6) 2022. They are removing and implanting a new piece. No other information was provided. Additional information was received on 18/jan/2023 that the patient underwent breast augmentation with placement of silicone gel implants. There was firmness on right breast noted on 5 months later, 7 months grade 4 capsular contracture noted. Treatment included right breast removal and replacement of silicone gel implant, 2 pieces of adm. It was noted the patient has a previous history of capsular contracture.

Manufacturer narrative:
Capsular contracture is a documented complication associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). Based on the internal investigation into lot: sp200354 with no remarkable findings, including (B)(4) devices distributed with no other complaints reported against the lot and no deviations or nonconformances revealed during processing with product or patient impact, the event is unlikely related to the strattice. Lot: sp200354 was terminally sterilized and met all qc release criteria. It was reported there was possibly a relationship between strattice and the event as per the surgeon. Strattice as a contributing factor to the event cannot be ruled out.